Event description:
A (B)(6) contacted zoll customer support to report that an electrode belt was not functioning properly.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (electrode belt not working) has been confirmed. Upon investigation the yellow wire (pgnd) was found to be open in the trunk cable connector. The cause for the open wire was physical damage to the trunk cable connector. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.